Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 04-dec-2019 the following findings: during investigation, the complaint regarding remaining insulin was reported to happen on (B)(6) 2018, according to the pump history, the pump was in use for deliveries until (B)(6) 2019. Due to continued pump use all black box and delivery history have been overwritten. Investigation was unable to confirm of duplicate insulin remaining issue. The pump passed all required testing for insulin remaining with no discrepancies found . Basal deliveries were executed during investigation . Insulin remaining reach zero pump alarmed empty cartridge. The cartridge was removed and observed to be at zero units. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. This complaint was previously included in the voluntary summary report submission (vmsr) and is now being submitted as an initial report with investigation findings due to the transition of the vmsr program.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a history/settings (remaining insulin reading) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because an inaccurate remaining insulin reading could cause the cartridge to empty without proper alarms, resulting in under delivery.